Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated alinity c magnesium result for an 80-year-old male patient. The following data was provided (customer provided reference range: 1.6 to 2.3 mg/dl): on (B)(6) 2025, sid (B)(6): initial result = 8.3 mg/dl, repeat on another alinity = 2.0 mg/dl the discrepant result was not reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the alinity c magnesium, 08p19-34, abbott ireland diagnostics division to alinity c processing module, 03r67-01, abbott laboratories. MDR number 3016438761-2025-00739 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer reported falsely elevated alinity c magnesium result for an 80 year old male patient. The following data was provided (customer provided reference range: 1.6 to 2.3 mg/dl): 11nov2025, sid (B)(6): initial result = 8.3 mg/dl, repeat on another alinity = 2.0 mg/dl the discrepant result was not reported out of the laboratory. No impact to patient management was reported.